Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
It was reported that the occluder was deformed upon deployment during the initial check and had not yet come into contact with the patient. The procedure was completed successfully with another device.

Manufacturer narrative:
The device was returned by the customer for evaluation. The visual and functional investigation did not confirm the shape development failure. Therefore, a definitive root cause could not be established.